Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set tape not sticking event on (B)(6) 2024. The set was in use for one day and event occurred on the same day. Insertion site was at lower back. No further information available.